Event description:
Per the pt's private duty nurse, cadd ms-3 pump serial number (B)(4) shuts itself off. Repair ticket submitted with msd. No interruption in the remodulin therapy. A replacement pump is being shipped out to arrive tomorrow. "Did the product cause or contribute to pt or clinical injury: no". Dose or amount: 71.5ng/kg/min; frequency: continuously; route: subcutaneously. Dates of use: from (B)(6) 2016 to current. Diagnosis or reason for use: pah.